Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry (ipr) that, during the explant of a mitral annuloplasty ring due to dehiscence at the a1/p1 region resulting in severe paravalvular regurgitation, surgical reconstruction of the annulus was performed due to the poor tissue quality, followed by the implantation of a 11400m33 valve. Upon completion of the procedure, distortion of the aortic valve annulus was observed, leading to moderate-to-severe aortic regurgitation and necessitating aortic valve replacement.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. As per information received, this was unrepairable due to his poor tissue quality and required valve replacement with annular reinforcement. As reported, mitral valve placement caused distortion and leakage, requiring aortic valve replacement. Based on the information available, the complaint is unable to be confirmed, and the most likely root cause is patient factors, including the quality of the patients native tissue. Since no edwards defect was identified, corrective or preventative actions are not required.